Event description:
Major pump unit(s) involved: drive unit malfunctionspecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: driveline fracture. Specific component(s) involved: driveline malfunction. Additional text: fracture in driveline wire. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention: given ungrounded cable. Implant device type: both (in the same or visit). Malfunction device type: lvad.